Event description:
Clinical report states patellar grind syndrome.

Manufacturer narrative:
The devices associated with this report were not returned. Another report is found against these product/lot combinations. It is recognized however that it involves this same patient and same individual device. Medical records and x-rays were received. From a medical perspective, with no primary surgical operative report and with very limited medical records available for review, it is not possible to determine if the problem is component related. All available x-rays were reviewed, and no evidence of anything indicative of a device nonconformance was found. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).